Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: the pump's black box from the date of the alleged event had been overwritten due to continued use of the pump. The pump's current draws were within specifications. The alleged issue could not be duplicated.